Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issued could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys locked up. No pt serious injury or death was reported related to this event.